Event description:
Customer's son reported, receiving imprecise readings on his mother's freestyle freedom blood glucose meter and he states her sugar "went dangerously low". He reports, she received readings of 111 mg/dl, 57 mg/dl, and 39 mg/dl within 10 minutes and became "sweaty, non-responsive to voice and touch" and then "lost consciousness". He stated, she was taken to a local hospital, diagnosed with hypoglycemia and treated with orange juice and a sandwich. He denies she took any prescription medication for this event. In addition, it was discovered during the customer survey that the customer's meter was coded incorrectly for the strips that were used. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
The product has been requested for investigation and a follow-up report will be submitted once results are available.